Manufacturer narrative:
The pump alarmed failed battery test after battery installation due to corroded battery tube. The pump was monitored and no constant tone noted. The pump was received with operating currents within spec. No battery out limit alarms noted. The pump was received with intermittent button response due to corroded keypad traces. There was no button error alarms noted. There was no frozen screen noted. The pump was received with minor scratches on lcd window and reservoir tube window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states they replaced the battery and received battery out limit alarm. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.